Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a loss of sensing was observed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned cut in two separate pieces. The damage found was sustained during the surgical procedure. The tests that could be performed on the lead was otherwise normal.